Event description:
Both during implant and in recovery impedance readings were >10000 ohms on 6 electrodes on the lower half of the lead. The pt felt stimulation with the other electrodes. Different volts were tried, but the impedance readings on the 6 electrodes at the bottom of the lead all showed high. The implantable neurostimulator was programmed without using the 6 bad electrodes and the pt was happy with the coverage from the good electrodes.